Event description:
Additional information was received from the healthcare professional (hcp). Patient's history of bladder infections was they had 2 utis prior to implant and none documented since then. Cause of the reported bladder infection, if the reported bladder infection is related to the patient's underlying urinary dysfunction, if the reported bladder infection is related to the patient's device/therapy, and the actions/interventions performed to resolve the reported bladder infection are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported a return of symptoms and needed to change to program 2. They were experiencing bladder spasms and having to pee more before they can get to the bathroom. Patient tried to increase stimulation was wasn't able to see that checkmark text next to the program they were on nor did they see that the stim was on, they also tried navigating through all programs. Patient stated that all heck went loose with their patient programmer. Patient was asked to synch with patient programmer and stim showed off. Therapy was turned back on and patient felt stimulation. It was reviewed that therapy needed to be on for effectiveness. Patient confirmed stimulation was on however it still wasn't helping. Patient increased from 1.70v to 2.20v. Patient stated they will keep monitoring their symptoms and follow up with hcp if problem did not resolve. No further complications reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received determined that the uti issue and its reported severity was not related to the device/therapy as they patient had a history of utis.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was stated that the reason for implant was bladderspasms resulting from a stroke. It was reported that the patient had not yet found a program the worked very well for them. They started on program 4 at 1.50, then changed to program 3 at 1.6, where they felt comfortable stimulation. It was noted that when they lay down, it is like ¿I can now go pee¿ and then when they start to get up, the urine starts to come. It was also noted that they ¿can barely get anymore, and urine is kind of dark which indicates it has been in ¿there too long¿.¿ the patient stated that they would like to change to program 2 and see if that helps. They will follow up with their healthcare provider at their appointment on (B)(6) 2017. There were no device issues reported. Additional information was received from a healthcare professional (hcp). It was reported that the device was not explanted and they did not call the patient. Additional information was reported. Consumer reported they had a bladder infection but that is was resolved. This reportedly occurred about 3 weeks prior to the report in march. Patient wanted to know if going higher with amplitude could cause a bladder infection. Patient reported they love their device but would like to get a little bit more out of it. It was helping them about 60%; they were 60% better than they were before. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from thepatient. The patient has a spasming bladder. They were on program 4 at 1.7v, increased it to 2.2v, and then decreased stimulation to 2.05v. They think it is time to try a different program and is calling for assistance in changing to program 3. Eight days later, patient called back having the same issues and would like to change to program 2; the patient was assisted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.